Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) was confirmed upon review of the device logs. The cause was determined to be insufficient drain due to false empty detect at initial drain and the initial drain alarm volume was met. The device meets specification relative to iipv found in the logs. This issue is being investigated through a CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 14:51:02 with drain volume of 6066 ml during cycle 1. The fill volume is 2800 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.